Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing low blood glucose. The customer also reported having seizures from incorrect settings on their insulin pump. Customer also reported passing out the prior night. Their blood glucose in the morning was 39 mg/dl. The customer also stated they were unsure about how much insulin to give their body. Customer was advised to revert to their back-up plans while they were on vacation. Customer also stated they would talk to someone about changing their settings on their insulin pump. No additional information provided.